Manufacturer narrative:
This report will be updated if additional information becomes available.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection had dropped from 8 years to 5 years in approximately seven months. Boston scientific technical services (ts) reviewed the device data and determined that battery consumption had been increasing gradually and was expected to continue to do so. Device replacement was recommended within 90 days. Subsequently this device was explanted and successfully replaced with a new device. No additional adverse patient effects were reported. This device has been returned and analysis is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection had dropped from 8 years to 5 years in approximately seven months. Boston scientific technical services (ts) reviewed the device data and determined that battery consumption had been increasing gradually and was expected to continue to do so. Device replacement was recommended within 90 days. Subsequently this device was explanted and successfully replaced with a new device. No additional adverse patient effects were reported. This device has been returned and analyzed.